Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the customer called in to report that one of the surgeon side consoles (ssc) was faulting with 23025 faults. The surgeon moved to the second ssc and did not have any further issues. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was hernia repair. The console appeared to start up normally and the system initially powered on without errors. The isi technical service engineer (tse) was contacted, and the surgeon moved to the second console. The procedure was completed robotically using a second console.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site, confirmed the error 23025 and replaced the master tool manipulators (mtm). The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Manufacturer narrative:
The master tool manipulators (mtm) was analyzed and found to have error faults during sine cycle. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h11 for follow-up information.